Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post initial procedure, this patient was treated for a type 1a and 1b endoleak. A palmaz (non- endologix stent) and an ovation extender were implanted. This event was previously reported under 3008011247-2018-00081. Approximately three (3) years post initial procedure, this patient was treated for another type 1a and 1b endoleak, the physician implanted an ovation ix iliac limb. This event was previously reported under 3008011247-2020-00011. Now, approximately seven (7) months post the last re-intervention, the patient was present with a type 1a endoleak. An intervention was completed. A non -endologix (vbx) stent graft was implanted and coiling was preformed to resolve this reported event. The patient was reported as stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and a denied response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported adverse event is planned however, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.